Event description:
It was reported that on (B)(6) 2010, the patient presented with a preoperative diagnosis of l5-s1 degenerative disc disease with intractable pain. The patient underwent an l5-s1 alif with bone allograft with rhbmp-2/acs posterior spinal fusion utilizing instrumentation. After the discectomy had been performed, two pieces of rhbmp-2/acs sponge were placed in the posterior aspect of the disc space and then placed an appropriately sized allograft bone, which had rhbmp-2/acs in the center. No complications were reported. The patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Add'l info: (B)(6).

Event description:
It was reported that on (B)(6) 2003 the patient underwent the following surgeries: l5-s1 alif with bone allograft with bmp 2 posterior spinal fusion utilization pathfinder instrumentation. To treat the following pre-op diagnosis: l5-s1 degenerative disc disease with intractable pain. Op notes: "..surgeons placed two pieces of sponge in the posterior aspect of the disc space and then placed our appropriately sized allograft bone, which had sponge in the center. Additionally prior to closure, a small piece of bmp was placed on the patient's left side of his posterior spinal hardware...". The patient tolerated the procedure well and was brought to the recovery room in stable condition.